Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported anxiety, inflation issues and fluid leak cannot be established as the product is not available for analysis. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. However, there are several failure modes of the device and one of them could be device is fatigue and this occurs overtime during use of the device. According to the records, the device was implanted into the patient in 2011 and it's been in use over 10 years. This could be the best option to be considered as malfunctioning, leakage and inflating issues may occur through years due to the use of the device for a long period of time. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was feeling anxiety with his inflatable penile prosthesis (ipp) device and that the device was unable to inflate. It was noted that the device had fluid loss. All components were explanted and replaced. The patient is fully recovered.